Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial and femoral artery. The target lesion was located in the moderately tortuous proximal right coronary artery (rca). After a 2.5 x 20 balloon catheter was used to dilate the lesion, a 3.00x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a non bsc stent of the same size, deployed at 18 to 20 atmospheres. No patient complications were reported and the patient's status was good. The patient was then discharged.

Manufacturer narrative:
Device evaluated by MFR: an f/g, promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 272mm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial and femoral artery. The target lesion was located in the moderately tortuous proximal right coronary artery (rca). After a 2.5 x 20 balloon catheter was used to dilate the lesion, a 3.00x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a non bsc stent of the same size, deployed at 18 to 20 atmospheres. No patient complications were reported and the patient's status was good. The patient was then discharged.